Manufacturer narrative:
Investigation is on-going. Once complete, a follow-up report will be submitted.

Event description:
It was reported that the probe was not turning off, so they had to unplug it.